Event description:
It was reported that the pt developed an excoriation of the epidermis while using the exogen device to treat a tibia fracture.

Manufacturer narrative:
The prescribing physician provided the following impression: clinical and radiographic eval suggestive of healing right distal tibiofibular fracture status port orif. Focal area of erythema with slight blistering right leg immediately proximal to ankle joint with clinical eval not suggestive of superficial/deep abscess formation, full-thickness wound, and/or cellulitis.